Event description:
It was reported resident was found with neck caught in the half siderail, their body hanging off of the right side of bed. Resident had no vital signs; CPR initiated; pulse obtained. Pt was transported to hosp ER. Resident expired.